Manufacturer narrative:
B4:03may2021. The service engineer (se) inspected the device. The se replaced the power switch overlay to address the reported issue. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator's power management board had been replaced, and then the ventilator had a check vent alarm - "alarm light emitting diode (led) failed." There was no patient involvement.